Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No packaging material or devices were returned therefore a determination of the condition of the components could not be made. Potentially the pins were mistaken as part of the packaging material and were discarded; however with the supplied information an exact cause could not be determined. Review of the device history records did not find any deviations or anomalies and indicates the correct number of subcomponents were used. The device was used for treatment. All other devices from this lot have been distributed with no other complaints of any type. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that during surgery, the pins of the humeral component were missing. The surgeon used the pins from a replacement kit to complete the procedure.